Event description:
Consumer claims using a heating pad on her abdomen and awoke to find her bedding scorched. No injuries were reported with this incident.

Manufacturer narrative:
This pad has been bunched/crushed which is a violation of the instructions and warnings provided. Consumer was sleeping with the pad which is a violation of the instructions and warnings provided. No injuries were reported. This incident is direct result of misuse/abuse of the product.